Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped due to a power on reset (por) message. The por was seen on (B)(6) 2018. The patient said the por was seen when they were checking to see if they needed to charge. The patient said she will sit for 3 hours and the ins will not fully charge. The ins taking longer to charge started a week or so ago. The patient said she gets all 8 coupling boxes. The por was not related to an overdischarge event. The por was successfully cleared on the call. The patient mentioned she had pain when she woke up in the morning on (B)(6) 2018. The patient said now that the device is turned back on it helps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the circumstances that led to the por, the need to recharge for three hours, and the ins not fully charging is unknown. The patient also reported that they were directed on how o reset the unit and the issues have been resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.